Manufacturer narrative:
The patient's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 361441) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation - the occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The initial reporter stated that she received discrepant results when testing with coaguchek xs meter serial number (B)(4) and two lot numbers of test strips (lots 36144111 and 35349911). The reporter did not know which test strip lot number was used for each measurement. This medwatch will apply to test strip lot number 36144111. Please refer to the medwatch with patient identifier (B)(6) for information related to test strip lot number 35349911. At 6:00 p.m., a sample from this patient was tested using the meter, resulting with a value of 5.3 inr. At 9:00 p.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.8 inr. At 6:00 p.m. On (B)(6) 2019, a sample from the patient was tested using the meter, resulting with a value of 5.6 inr. At 6:15 p.m. On (B)(6) 2019, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.6 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is twice per week.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.4 - 3.0 inr): vial 1: qc 1: 2.7 inr, qc 2: 2.7 inr, qc 3: 2.7 inr. Vial 2; qc 1: 2.7 inr, qc 2: 2.7 inr, qc 3: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.